Manufacturer narrative:
(B)(4). (B)(4). Medical products ¿ palacos r+g 1x40 catalog # 66022663 lot # 80854436. Headed screw 48 mm length single use only catalog # 00579104100 lot # 63308417. Headed screw 48 mm length single use only catalog # 00579104100 lot # 63168743. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had knee arthrosplasty and was revised approximately fifteen (15) months later due to on going anterior knee pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: tibial component, catalog#: 00598004702, lot#: 63231830, femoral component, catalog#: 00595001602, lot#: 62931099, articular surface, catalog#: 00595204010, lot#: 63175123, palacos r+g, catalog#: 66022663, lot#: 80854436, headed screw, catalog #: 00579104100, lot #: 63308417 , headed screw, catalog #: 00579104100, lot #: 63168743. Reported event was confirmed by review of photographs and x-rays provided, though pain cannot be confirmed. Pictures of device were provided, and examination of the pictures determined that there are some foreign material, likely blood, bone, and bone cement, on the inferior side of the patella. There were nicks and gouges on the superior side of the patella. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Per the package insert, pain and loosening are known potential adverse effects of the tka procedure. Although the review of the x-rays by an hcp concluded that the patellar component was malpositioned, it cannot be determined if this resulted from a deviation from the surgical technique, as no x-ray of the native patella was provided. This surgical technique describes that before making any bone cuts, the maximum thickness of the patella is determined by using the femur caliper to measure the most prominent anterior-to-posterior dimension. Then a hole is drilled in the highest portion of the medial facet perpendicular to the articular surface approximately 12mm deep centered on the medial sagittal ridge to enable proper medialization of the patella. Eccentric placement of the patella 3-4mm medially allows for better patella tacking. Therefore, the placement of the patellar component is left to the discretion of the surgeon for optimum outcome. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had knee arthroplasty and was revised approximately fifteen (15) months later due to on going anterior knee pain. The patella resurfacing was revised. No further information has been provided.